Event description:
It was reported to boston scientific corporation on april 11, 2008 that an injection gold probe bipolar catheter was used during a gastroscopy procedure the day before. (Patient gender, age and weight unknown). According to the complaint, the patient had a bleeding spot and the doctor wanted to heat probe it to stop the bleed. Probe was tested on ky jelly before hand but it wasn't working. They tried it inside the patient and it didn't work. After checking all the connections the erbe machine didn't report a loss of circuit. A new probe was used but the same thing happened. The procedure was completed with the subject injection gold probe bipolar catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device not returned.